Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, instructions for use (IFU), documentation and trends was conducted. The device was not returned to assist in the investigation. There is no evidence to suggest the product was not manufactured per specifications. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. There was not enough information provided to determine if the patient had any conditions that would/would not predispose them to an thromboembolic event. In addition, there was not enough details provided related to the implant procedure to determine if certain techniques (i.e. Excessive overlap) were used by the physician that could have increased the risk of limb thrombosis. Per the IFU regarding potential adverse events: arterial or venous thrombosis and/or pseudoaneurysm have been known to occur. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
There was good technical success on the day of the implant. The left leg landed high in the main body. The left leg was extended with another leg and another manufacturer's stent to land in the left external iliac artery. The follow up CT image was good. The patient presented back this summer with left leg claudication pain. A CT on (B)(6) 2015 showed total left limb occlusion. On review of the CT it looks like the occlusion is very high up. The lumen is filled with thrombus. The patient will be required to start warfarin therapy in an attempt to increase flow. If the pain worsens the facility plans for a fem-fem crossover.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
There was good technical success on the day of the implant. The left leg landed high in the main body. The left leg was extended with another leg and another manufacturer's stent to land in the left external iliac artery. The follow up CT image was good. The patient presented back this summer with left leg claudication pain. A CT on (B)(6) 2015 showed total left limb occlusion. On review of the CT it looks like the occlusion is very high up. The lumen is filled with thrombus. The patient will be required to start warfarin therapy in an attempt to increase flow. If the pain worsens the facility plans for a fem-fem crossover.